Manufacturer narrative:
The device was manufactured at one of the two following manufacturing sites:   baxter healthcare - (B)(4). Baxter healthcare - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity [ at least ten (10)] of clearlink system continu-flo solution sets leaked at the bottom connection "where it would connect to the patient." It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.